Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's requirement for medication due to hemophilia. The device history and sterilization record for this csl device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event, and the device passed all pull testing specifications. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. Around on (B)(6) 2026, the patient experienced a hematoma. (B)(6) 2026, the patient presented with swelling and leaking at the chest pocket. Per the opinion of the physician, the root cause of the event was the patient's requirement for medication due to hemophilia. The patient was seen for a follow up on (B)(6) 2026, for a pocket clean out. The hematoma was removed and the patient had no further complaints.